Manufacturer narrative:
No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump alarmed for high pressure or to change the cassette, the patient was uncertain. The patient and their husband changed the cassette, the pumps and tubing and reported that both pumps still gave the high pressure alarm. Upon follow up call, the patient had completed changing the cassette and tubing, then the pump primed normally and the infusion resumed. The patient mentioned her pump alarms to be changed at inconsistent times. The position of the pump when the alarm occurred is unknown. No patient injury was reported.